Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found that there was a slit at the edge of the cap. The reported issue was verified; however, the cause was undetermined. There is a CAPA open to investigate this further. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that crack was found on a minicap. This event was discovered before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.